Event description:
Customer reported she was still training with her new system. She stated she had trouble changing her insertion. Customer stated the device alarmed no delivery during bolus. Customer stated the fill tubing process went up to 13.6 units and there were no alarms. Customer did not follow the proper steps for no delivery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.